Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv leaked 3 times from the same patient, who lost "+/- 15ml of blood". The following information was provided by the initial reporter: "there were 3 failures on the same patient in room508 yesterday (B)(6) 2021. The leakage was from the pigtail when the failure occurred each time. +/- 15ml of blood loss. Incident date: (B)(6) 2021. Bd awareness date: (B)(6) 2021. Customer called to report three product failures. No patient harm but a lot of blood loss while using it."

Manufacturer narrative:
H6: investigation summary: no sample or photo was received from the customer. The complaint of leakage could not be verified and the root cause of this failure cannot be determined without a physical sample present. A device history record review for model 2426-0007 lot number 20095758 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the as lvp 20d 3ss cv leaked 3 times from the same patient, who lost "+/- 15ml of blood". The following information was provided by the initial reporter: "there were 3 failures on the same patient in room 508 yesterday (B)(6) 2021. The leakage was from the pigtail when the failure occurred each time. +/- 15ml of blood loss. Incident date: (B)(6) 2021. Bd awareness date: 01.07.2021. Customer called to report three product failures. No patient harm but a lot of blood loss while using it."